Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a device history record review was performed for the subject device lot number l244580. Manufacturing location: (B)(4). Date of manufacture: 23 december 2016. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review has been requested and is pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the two (2) k-wires broke during intercondylar surgery on (B)(6) 2017. Another device was used to complete the procedure. Surgery was completed successfully. Unknown if a prolongation of the surgery occurred. No fragments were generated. No patient harm is reported. This report is for one (1) 2.0mm ti kirschner wire 150mm. This is report 2 of 2 for complaint (B)(4).